Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. The air gas module was disassembled and the conclusion is that it contained water. No log files or goods have been received for further investigation. If an air gas module contains water, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water (h2o < 7 g/m3), in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test due to gas module being contaminated with water. There was no patient involvement. Manufacturer ref.#: (B)(4).